Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware.

Event description:
It was reported that the ipg was protruding and was bothersome for the patient. It was noted that the patient had inadequate pain relief. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.